Event description:
Left mandibular block administered. Pt had moderate pain upon placement of needle. Anesthesia for a "filling" was adequate. Profound paresthesia of teeth in this quadrant, lip, buccal mucosa. No paresthesia of tongue or mucosa lingual to posterior teeth. Dr believes adverse situation due to penetration of inferior alveolar nerve. Problem mechanical trauma. Referred to neurologist; treatment not known.